Event description:
The hospital reported a system shutdown resulting in a loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).